Event description:
During bilateral breast augmentation surgery, fiberoptic lighted retractor cord/connection to retractor became hot and created dime-sized burn left upper adbomen. Maxitorol ointment and dressing applied post op.